Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks. Twiddler's syndrome was suspected, and the health care professional (hcp) turned off device therapies. A revision procedure will be scheduled soon. No additional adverse patient effects were reported. Additional information indicates this s-ICD system was explanted and replaced with a transvenous system. Besides intervention, there were no other adverse patient effects reported. It was noted that the patient is abnormally large, and the s-ICD electrode was too taut for them. The physician believes this may have been the cause of the twiddler's. At this time, product return is not indicated.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks. Twiddler's syndrome was suspected, and the health care professional (hcp) turned off device therapies. A revision procedure will be scheduled soon. No additional adverse patient effects were reported.